Manufacturer narrative:
Supplemental medwatch filed to add product expiration date.

Manufacturer narrative:
According to the facility the "needle is falling off/out of the syringe when trying to cap the needle after use". Per the facility the syringe/needle is being "capped" by "engaging the safety lever". Per the facility "the needle was confirmed to be securely attached to the syringe". Per the facility there was no impact to the patient and no serious injury or medical intervention required. A sample has been requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility the "needle is falling off/out of the syringe when trying to cap the needle after use".